Event description:
Additional information received from the patient in response to follow-up reported that the surgical team had difficulty getting through the patient's back to implant the device. They had a difficult time getting past the sacrum bones.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a difficult surgery for the implant. It took 5-6 hours. This could be part of the reason the patient was still having some back pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.